Event description:
Surveillance study. Same case as MFR report #: 2134265-2009-03771, 2134265-2009-03773. It was reported that following a coronary drug eluting stenting treatment procedure the patient presented with anemia and cardiac failure. The index procedure treated the 95% stenosed 3.0x15mm target lesion located in the proximal circumflex (cx) artery. Treatment consisted of pre dilation with an unspecified 3.2x15mm balloon inflated to 20 atmosphere's (atm's) and the placement of a 3.0x20mm taxus express2 study stent deployed at 22 atm's. Post dilation was performed with the pre dilation balloon at 22 atm's resulting in 0% residual stenosis and timi 3 flow. 3000 units of heparin was administered. The patient was discharged the next day. Silent ischemia was confirmed at discharge and the 1 month follow up visit. On day 141, the patient presented with cardiac failure. At 5:00am, the patient felt increasing chest pain and respiratory discomfort. The patient was taken by ambulance to the hospital and admitted with a high respiratory rate, and with inverted oxygen and carbon dioxide levels. Endotracheal intubation was performed, and oxygen administered. The patient's condition improved and was confirmed under chest x-ray. The patient was extubated. The physician commented that "the patient has chronic renal failure and for treatment, she has been taking dialysis treatment. The patient had old myocardial infarct in the past and has often had cardiac failure". On day 147, choledocholithiasis was confirmed. It was reported as not related to the study stent or antiplatelet. On day 149, cardiac failure was confirmed. Endotracheal intubation was performed and the patient was put on a respirator. Oxygen administration was performed; dialysis and coronary artery dilator were administered. On day 161, cardiac failure was confirmed. The patient had respiratory discomfort. Blood stasis was confirmed under chest x-ray and cardiac failure was determined. Endotracheal intubation was performed. On day 162, ischemia due to newly found stenosis in mid and distal rca was confirmed. It is considered that those could have possibly induced this cardiac failure, therefore it was noted that this cardiac failure was not related to taxus stent. On day 169, stenosis was confirmed and ptca was performed. The stenosis in mid rca was 75%. For treatment, two non study taxus express2 stents (2.5x20.0mm, 2.5-12.0mm) were implanted. It was noted that the stenosis in the distal rca is a new lesion; therefore it is not related to the previously implanted 3.0x20mm taxus stent. Residual stenosis became 0%. Timi flow 3. On day 186, ischemia and cardiac failure were confirmed. It was listed as not related to taxus study stent, but possibly related to the antiplatelets (bayaspirin and plavix). At 1:15am, the patient complained that it was hard to breathe to the nurse. Congestion was confirmed under chest x-ray and endotracheal intubation was performed. Patient had cardiac failure and oxygen administration, dialysis was performed as patient had anemia, blood infusion was performed. On day 190, extubation was performed. The cause of the anemia is unknown. In reference to cardiac failure, there is no ischemia suspected, and cardiac failure could have occurred due to the severe anemia. On day 196, silent ischemia was confirmed at follow up. On day 207, a dissecting aneurysm of aorta was confirmed and treated with medication. Patient had high blood pressure and systemic arterial sclerosis; it is considered that because of these issues, the dissecting aneurysm of aorta occurred. This dissection is listed as not related to the study stent. On day 374, silent ischemia was confirmed at follow up visit. On day 307, cardiac failure was confirmed. It is listed as not related to the study stent or antiplatelet. Breathing difficulty appeared in the early evening. On day 308, at 7:00am the patient was taken to the hospital by ambulance. The patient received dialysis 3 to 4 times a week and her condition improved. Patient has had uncontrolled high blood pressure; systemic arterial sclerosis and coronary artery stenosis have been confirmed. Due to the patient's age and dialysis the patient has had cardiac failure when disturbance in water balance occurred. Restenosis or a new stenosis was not suspected, therefore bag was not performed. It is listed that this cardiac failure is not related to the study stent. On day 374. Silent ischemia was confirmed at follow up. On day 382, bleeding of colon diverticulum, was confirmed. It is possibly related to antiplatelets (bayaspirin and plavix). The cause of bleeding of colon diverticulum was unknown; however it is considered that this bleeding is possibly related to the antiplatelet. The patient was discharged from the hospital on day.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.